Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post implant. It was also reported that the rv lead had high thresholds and loss of capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.